Event description:
Spacelabs received a report from a customer unable to ventilate a patient with the blease sirius anesthetic machine. The machine passed full checkout prior to the case. After intubating the patient, the clinician was unable to ventilate in bag mode and employed an ambu bag to hand ventilate the patient. The clinician removed valve dome cover, cleaned off and reset the valve, and replaced the cover. The machine was then used to complete the case without further incident. No patient injury was reported.

Manufacturer narrative:
A spacelabs field service engineer was sent onsite and tested the suspect device per the test procedure in the blease sirius anesthetic machine technical manual 073-0227-00. The device passed all tests and is currently in use. Spacelabs is evaluating this occurrence and will file a supplemental report once our evaluation is concluded. Placeholder.

Manufacturer narrative:
The clinician claimed that moisture caused the valve disc to adhere to the valve seat. The issue was resolved when the clinician cleaned and reinstalled the non-return valve. The involved device remained in service at the customer site. Onsite testing of the involved device on december 21, 2013 by a spacelabs field service engineer (fse) included visual inspection of the parts and standard performance checks per the (B)(4) service checkout, part number 073-0301-00. The testing was witnessed by a facility staff member. No defect was found and the machine passed all tests. The reported problem could not be reproduced resulting in an inconclusive root cause. Spacelabs is continuing to trend complaints for this issue. This supplemental report is considered final and the customer issue is closed.

Event description:
Spacelabs received a report from a customer unable to ventilate a patient with the (B)(4) anesthesia machine model 1420010. The machine passed full checkout prior to the reported case on (B)(6), 2013. After intubating the patient, the clinician was unable to ventilate the patient in bag mode from the anesthesia machine, and needed to use an ancillary bag device to ventilate the patient. The clinician removed the valve dome cover and cleaned the moisture which, according to the clinician, caused the valve disc to adhere to the valve seat. The dome cover was reinstalled; and the machine was used to complete the case without further incident. No patient injury was reported.